Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On may 27, 2016 lay user/ patient contacted lifescan (lfs) and alleged their one touch ultramini meter read inaccurately high compared to a laboratory device. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that the issue occurred on (B)(6) 2016. The patient allegedly obtained an unknown inaccurate high results with the subject meter and ¿57mg/dl¿ with a laboratory device, performed within an unknown time of each other. The patient confirmed that they took thier normal dose of medication (including sliding scale) in response to the product issue everyday. The patient stated they manage their diabetes with other diabetes medications (metformin 850mg). The patient claims they developed symptoms of ¿dizziness, could not talk and cold feeling¿ 1 day before the product issue. The patient alleged being hospitalised and treated with IV glucose. At the time of trouble shooting, the cca was unable to confirmed if the subject meter was set to the correct unit of measure, if the correct sample site was used, if the vial was not cracked or broken, and if the test strip were not open past their discard or expiry dates and the test strips were stored correctly. The cca was unable ascertain that the patient used the correct testing technique. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received hcp treatment.